Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced spinal nerve compression after undergoing a surgical procedure in which floseal was used. The cause of the spinal nerve compression was not reported, however, it was suspected that it was possibly caused by a floseal gelatin particle. The reporter was aware of the importance of irrigation when using floseal, but remembered that irrigation was not performed properly in this surgery. Details of the surgical technique were not reported. Due to the event, a re-operation was planned (future date was unspecified and no further detail was provided). At the time of this report, the patient¿s outcome from the event was unknown. No additional information is available.